Event description:
It was reported in a service report that the fowler would drift down when pushed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor was not functioning.